Event description:
Additional information received noting that the patient had their device disabled due to the pain.

Event description:
The patient's mother reported that the patient started having constant headaches. The only thing that alleviates the headaches is lying down, medications haven't helped. She noted that the neuro thought the patient had a cfs leak so she was admitted to the hospital, and it was confirmed that it was not a vns issue. However the patient notes that the pain is worse when the vns activates. No further relevant information has been received to date.